Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2021. H.6. Investigation: our quality engineer inspected the sample and photos submitted for evaluation. Bd received one used catheter adapter assembly and five photos. Through the visual observation of the unit and photos, the adapter was found to have two cracks in the luer of the adapter that extended to the push tab. The reported issue was confirmed. This type of damage is a known cause of leakage; therefore, leak testing was not performed. Based on location of the cracks, the defect most likely originated during the manufacturing process due to misalignment. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that a insyte autoguard bl 22ga x 1.0in had a damaged catheter and leakage during use. The following was reported by the initial reporter: "this is a report about a damaged catheter, resulting in leakage. The customer reported as follows: after catheter placement for a patient, the hcp attempted to check backflow and then withdrew air. The hcp thus removed the catheter from the patient. When checking the product, the catheter was found to be damaged."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a insyte autoguard bl 22ga x 1.0in had a damaged catheter and leakage during use. The following was reported by the initial reporter: "this is a report about a damaged catheter, resulting in leakage. The customer reported as follows: after catheter placement for a patient, the hcp attempted to check backflow and then withdrew air. The hcp thus removed the catheter from the patient. When checking the product, the catheter was found to be damaged."